Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a migration include calcification levels in the native vessel, compliance of the aorta and native vessels, valve positioning, a size mismatch between the device and patient anatomy. Migration is a known potential adverse effect per instructions for use (IFU). Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, it was reported that the pvl was noted after the valve migrated. Most likely the valve ended up in a suboptimal position; however the final implant depth for this valve is unknown. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). From the available information, a conclusive cause for the migration and the pvl could not be determined. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, the patient had aortic insufficiency due to a failing non-medtronic left ventricular assist device (lvad). During attempted implant, it was reported that the valve dislodged into the ventricle and subsequently was recaptured three times. The valve and delivery catheter system (dcs) were withdrawn from the patient. The dcs was discarded. A decision was made to upsize to a 31 mm valve. Upon release from the dcs, the second valve migrated into the ventricle and moderate-severe paravalvular leak (pvl) was noted. It was reported that there were no outside forces that contributed to the migration. The valve was explanted due to continued migration and increasing aortic insufficiency. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.